Event description:
Device 1 of 3: reference MFR report: 1627487-2013-04176. Reference MFR report: 1627487-2013-04177. It was reported, the patient was experiencing heating at the ipg site while using the charging system. A replacement charging system was sent to the patient, however, the patient reported the issue continued with the second charging system. The patient was sent another charging system via the charger swap program.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.